Event description:
A peritoneal dialysis (pd) patient contact reported the cycler prompted with an m31 air detected in cassette warning message and draining slowly messages during drain 2 of 4 of treatment. The patient was connected during the incident. The cycler was rebooted and the alarms returned and a fluid was discovered during tx complete - step 9 remove cassette of treatment. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from the cassette going into the cassette door. The contact was advised to disregard using the cycler and to contact the on-call peritoneal dialysis registered nurse (pdrn) for advice on alternate treatment. The contact was advised to use the cycler for next day's treatment and to call if they encountered any issues. Upon follow-up, the patient contact stated a fluid leak was discovered during tx complete - step 9 remove cassette of treatment after treatment was cancelled and when opening the cassette door. Fluid was discovered in the pump module area and on the external of the cassette. It was unknown if the film on the back of the cassette was loose. Fluid leaked out from the cassette door area. The patient contact stated the cycler prompted with m31 air detected in cassette and draining slowly messages during drain 2 of 4 of treatment and prior to the leak. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd) and was to perform manuals the following evening to allow for the cycler cassette area to dry. The contact stated the patient was able to complete treatment using manuals on the night of the reported event. No patient adverse effects were experienced, and no medical intervention was required. The patient has since resumed treatment using the cycler without further issue. The patient contact stated the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient contact reported the cycler prompted with an m31 air detected in cassette warning message and draining slowly messages during drain 2 of 4 of treatment. The patient was connected during the incident. The cycler was rebooted and the alarms returned and a fluid was discovered during tx complete - step 9 remove cassette of treatment. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from the cassette going into the cassette door. The contact was advised to disregard using the cycler and to contact the on-call peritoneal dialysis registered nurse (pdrn) for advice on alternate treatment. The contact was advised to use the cycler for next day's treatment and to call if they encountered any issues. Upon follow-up, the patient contact stated a fluid leak was discovered during tx complete - step 9 remove cassette of treatment after treatment was cancelled and when opening the cassette door. Fluid was discovered in the pump module area and on the external of the cassette. It was unknown if the film on the back of the cassette was loose. Fluid leaked out from the cassette door area. The patient contact stated the cycler prompted with m31 air detected in cassette and draining slowly messages during drain 2 of 4 of treatment and prior to the leak. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd) and was to perform manuals the following evening to allow for the cycler cassette area to dry. The contact stated the patient was able to complete treatment using manuals on the night of the reported event. No patient adverse effects were experienced, and no medical intervention was required. The patient has since resumed treatment using the cycler without further issue. The patient contact stated the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.